Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported complaint by reviewing the error log. The fse was not able to reproduce the complaint because it did not occur during his initial function testing. The fse did see a significant sample residue on the sample nozzle which could cause the errors being seen. The issue was resolved by cleaning the sample nozzle. The instrument was validated by performing a quality control (qc) and the results passed and within customer ranges. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 11jan2020 through aware date of (B)(4) 2021. There were no similar complaints identified during the searched period. The most probable cause of the reported event was due to a dirty sample nozzle. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported that they are getting sample clogging errors on all samples including quality control (qc) material. The customer is currently down which caused a delay in reporting intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. A field service engineer (fse) was dispatched to address the reported issue.